Event description:
Healthcare professional reported "rupture" against right side device. Device has been explanted.

Manufacturer narrative:
Email address: (B)(6). Email address: (B)(6). (Zip code): (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.